Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ('menstrual pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and was found to have c-reactive protein increased ("crp slightly increased") and weight increased ("weight increased"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the dysmenorrhoea, c-reactive protein increased and weight increased outcome was unknown. The reporter provided no causality assessment for c-reactive protein increased, dysmenorrhoea and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-jun-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ('menstrual pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and was found to have c-reactive protein increased ("crp slightly increased") and weight increased ("weight increased"). The patient was treated with surgery (essure removal). At the time of the report, the dysmenorrhoea, c-reactive protein increased and weight increased outcome was unknown. The reporter provided no causality assessment for c-reactive protein increased, dysmenorrhoea and weight increased with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.